Event description:
It was reported that an impaction bur guard caused more bone than necessary to be removed during a procedure because it was not spinning correctly. This event caused a 45 minutes delay and additional anesthesia was required to complete the procedure.

Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted if the device is received and the quality investigation is completed.